Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion and dehiscence at the lead extension site of the scalp. It was assessed by the physician that this was a likely result of an unrelated medical procedure. The lead extensions were explanted and replaced. The patient is doing well postoperatively. The devices were retained by the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7106549.